Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that upon repeat of quality controls, results were not in range. Tsc instructed the customer to replace the v-lyte diluent, standard a and b solutions and perform two advanced cleans followed by replacement of the integrated multisensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe 1 air knife and peristaltic tubing. The cse found a clot in one of the rotary valve channels in the imt module and removed it. The cse primed the imt module, aligned the imt module and imt probe and ran calibrations, which resulted within range. The case of the discordant, falsely elevated sodium results is a clot in the rotary valve channel. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2014-00041 was filed on july 21st, 2014.corrected data (08/06/2014): the initial MDR stated that discordant human chorionic gonadotropin (hcg) results were obtained on two patient samples. The discordant results were obtained on two patient samples tested for homocysteine, not hcg.

Event description:
Discordant homocysteine (hcy) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The first patient sample was repeated four times on the same instrument. The second patient sample was repeated two times on the same instrument. The customer reported a repeat result from each patient to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcy results.

Manufacturer narrative:
The initial MDR 1226181-2014-00041 was filed on january 22nd, 2014.supplemental MDR 1226181-2014-00041_s1 was filed on february 4th, 2015. This MDR was filed in error. The correct MDR is 2247117-2014-00041_s1, which has been filed. The initial MDR 1226181-2014-00041 did not require a correction.

Event description:
Discordant, falsely high sodium results were obtained on multiple patient samples on a dimension vista 500 instrument. The customer reported some discordant results to the physician(s), but did not identify which. The samples were repeated on the same instrument after troubleshooting, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.